Manufacturer narrative:
Correction: the date of this report was documented as (B)(4) 2016 on the initial report. It has been updated as (B)(4) 2015. Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter's phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the motor device locking components were damaged. It was noted that the ratchets were bent and the tools could not be locked. It was further noted that the device failed pre-repair diagnostic tests for cutter lock, safety, temperature, sound, oil leak, and rotations per minute. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.